Event description:
It was reported the patient had the lead replaced due to high impedance and a fracture. The battery was replaced as well. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted. If additional information becomes available.